Event description:
It was reported that pump insulin gauge displayed an amount different than expected, showing no units when caller expected about 200 units, and the difference was greater than 30 units. There was no reported impact to the customer¿s blood glucose level. Customer resolved issue by loading new cartridge, declined email resources, and was instructed by technical support to call back for troubleshooting if problem occurred again during an active fill estimate, with no additional outcome information provided.